Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), ¿stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair with a conformable gore® ctag® thoracic endoprosthesis using a gore® dryseal sheath (22 fr). It was reported that there was some resistance when the sheath was being advanced. However, the sheath was continued to advance to the abdominal aorta. The endoprosthesis was deployed as planned. When the sheath was withdrawn to the left external iliac artery, blood pressure was decreased and bleeding was observed at the same time. A rupture of the left external iliac artery was revealed. Graft replacement was performed to repair the rupture. It was reported a blood transfusion was performed. The procedure was then concluded, and the patient tolerated the procedure. Reportedly, diameter of the left external iliac artery was from 7.0-9.0mm.